Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on far field signal. Discussed possibility of external emi or lead insulation issues. Patient will be brought in for further evaluation and discussion with ep. Device remains implanted.